Event description:
During a coronary stent procedure, balloon removal difficulties and a shaft break occurred. The pt was transferred to this hosp with an acute inferior myocardial infarction. The diagnostic cath showed a stenosis of the circumflex artery with some thrombus formation and a significant ostial lesion as well as a calcified significant stenosis in the mid portion of the rca. After dilatation of the right ostial lesion with subsequent implantation of a 3.5 x 8mm liberte stent with good result, it was difficult to place the 2.75 x 12mm liberte stent into the severe stenosis of the mid rca dur to angulation before the stenosis. The stent could be finally placed in the stenosis, but did not inflate completely with 20 atm. After balloon inflation, the balloon catheter could only be removed about 2/3 from the stent. After additional inflation of the balloon, the balloon catheter could not be further removed and the shaft broke approx 30cm proximal to the end of the balloon. The pt had to be brought to the operating room immediately and underwent operative extraction of the balloon catheter and 2-vessel coronary bypass shaft operation without sequelae.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and co is not able to determine the root cause of this event.